Manufacturer narrative:
Uf/importer report #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the tip of the device broke while dissecting. The tip was retrieved from the patient's body. The product and broken tip were handed to the supply coordinator.